Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
He customer reported to vyaire medical an incident regarding avea ventilator during patient use. The specific issue is not known yet. However, the customer stated that the patient was stable.